Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the low 50's mg/dl, resulting in a car accident, and a loss of consciousness. Cause of low bg was reportedly due to customer requesting too much insulin from the pump. Customer attempted to address bg by consuming carbohydrates, but was subsequently hospitalized. Customer was unable to provide type of treatment received. Customer required surgery on femur and knee as a result of the car accident. Reportedly, the customer was released on (B)(6) 2020 to a rehab facility with the issue resolved; however customer reportedly had neuropathy in left leg.